Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 37 or exposure to magnetic field noted. Motor was tested outside device and passed. No battery or power anomalies noted during testing. Device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not turning on anymore. The insulin pump had pump error alarm in the past. Customer stated insulin pump was exposed to a high magnetic field. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.